Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. However, the device evaluation found that the bending section cover had a scratch. The adhesive on the bending section cover had a chip. Due to damage to the forceps elevator, the bending section could not be fixed firmly. The distal end had a scratch. The bending section cover had a scratch. The adhesive on the bending section cover had a chip. The control unit had a scratch. Grip had a scratch. The up plate had a scratch. The right-left plate had a scratch. Switch 1 had a scratch. The right-left lever had a scratch. The angulation lever had a scratch. The light guide connector had a scratch. The light guide cover glass had a scratch. The video connector case had a scratch. The video connector had a crack. The video connector had a scratch.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the flex deflectable videoscope had an image failure and the image was not displayed. The issue was found during preparation for use in a therapeutic laparoscopic surgery. The customer noted that the color bar was displayed normally, but the screen went blacked when the scope was pointed at. The procedure was completed using a similar device. There were no reports of patient harm.